Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Rotor and catheter tests were carried out. It was stated that actions taken to resolve the event included changing the catheter. The event was resolved. Pump logs were provided. A motor stall and tube set message were observed. The patient was receiving baclofen 500 mcg/ml at 54.92 mc g/day. The elective replacement indicator (eri) was at 23 months.

Manufacturer narrative:
(B)(4) no longer applies to catheter neu_unkown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the patient's pump was unknown. The lot number and implant date of the catheter were unknown. The catheter was changed on (B)(6) 2017. The results of the rotor test indicated normal operation according to parameters. The results of the catheter test indicated difficulty in extracting or inserting fluid through the catheter access port (cap). It was the decision of the attending physician to replace the catheter. The causes of the pump malfunction and catheter malfunction were not determined. The pump would not be replaced. The catheter would not be returned, as it was discarded.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, which was also reported to be the date of implant, the stopped pump event was recorded in the pump logs, seen via telemetry. The pump was considered implanted - out of service. No patient symptoms or complications were associated with the event. The representative had not been informed of any contributing factors or actions/interventions performed. The patient status was alive - no injury. It was unknown if the issue was resolved.